Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection was performed with naked eye and clemex intelligent microscope and broken occluder feet were found. Visual inspection noted no whitish spot on the occlude leg that would indicate possible over-torquing. Functional tests performed included leak testing, clear passage testing, and clamp function testing. Leak testing performed (eight psi underwater pressure test) with the following issues noted: broken occluder feet (leak through set). Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. The reported issue of a damaged transfer set was verified through sample evaluation. However, the cause of broken occluder feet could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a customer that experienced a damaged minicap transfer set. The twist sleeve of the transfer set was found to be broken on the inside and did not close. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.